Event description:
It was reported that during a procedure, at 49,496 joules the side-firing fiber was observed to be forward firing. The procedure was completed with turp. Patient outcome: "no damage to the patient" reported.

Manufacturer narrative:
(B)(4). Forward-firing of the side-firing surgical fiber; a code request has been submitted.